Manufacturer narrative:
The retention material of test strip lot 38055500 was measured on a cobas u411/urisys 1800 analyzer and was visually checked with a nitrite dilution series and zero native urine. The retention test strip material showed no false positive results. The device was requested to be returned for investigation. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The customer complained of false positive nitrite results for multiple patient urine samples from the urisys 1100 urine analyzer. The urisys 1100 was using the new software chip (B)(6). The nitrite results on the urisys 1100 were positive. The nitrite results on other instruments were negative. The nitrite results with a visual reading were negative. The customer did not run qc. The test strip lot number was 38055502. The expiration date was asked for but not provided.

Manufacturer narrative:
The customer¿s material was returned for investigation. The vial of returned test strips showed no abnormalities. The customer¿s urisys 1100 analyzer was clean and showed no damage. The test strip tray showed no abnormalities. The customer¿s test strips were tested along with retention material. Neither the customer¿s strips nor the retention material showed false positive results. The investigation did not identify a product problem. The cause of the event could not be determined.